Event description:
It was reported that during a hand-assisted laparoscopic colectomy procedure, the surgeon used metal intruments with the device. The device ripped before one was used successfully to complete the case. There was no patient consequence.